Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 400 mg/dl and was treated with insulin drip. Customer was not sure if hospitalization was due to insulin pump. Customer reported that meter was no longer communicating with insulin pump. After troubleshooting, customer was advised that meter may not be working properly.